Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information this 25mm bioprosthetic mitral heart valve was explanted after approximately ten (10) years due to perivalvular leak. A 29mm pericardial bioprosthesis was used in replacement and there were no reported complications.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information regarding this event. Through obtained information, the patient previously had plugs placed at another institution but did not have resolution of the perivalvular leak. There was extensive dehiscence along the base of a3 to p3. There was a leak between p1 and p2 which was likely old. The patient tolerated the procedure well without complications. The post-operative course was complicated by acute hypotension, atrial fibrillation, and sinus bradycardia. He was later discharged.